Event description:
Unomedical (B)(4) rec'd a complaint stating death of customer. Info listed in complaint description: (B)(6) also will be returning the infusion set and reservoir. Further info is requested by distributor.

Manufacturer narrative:
Unomedical is still trying to gather add'l info at the distributor. A new report will be submitted as soon as possible, but no later then the (B)(6) 2011.